Manufacturer narrative:
H.6. Investigation: one 3ml integra syringe with needle attached, in a fully sealed blister pack from batch 0148576 (p/n 305271) was received and evaluated. The syringe was removed from the package, the plunger rod was depressed, and the retraction mechanism was activated. It was observed the cannula retracted and was concealed inside the plunger rod as expected. No defects were confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle broke off in the patient's thigh. The following information was provided by the initial reporter: material no. 305271, batch no. 0148576. It was reported that during injection needle broke off in thigh. Verbatim: from phone call on 2021-01-11 15:07:19: consumer reported he mailed back samples. Stated, he did not receive all paperwork as of this date but he will send it in once he receives final bills. Stated, he's experiencing some discomfort where the needle broke but he cannot get in to see a surgeon due to covid. From phone call on 2020-12-30 16:46:16: returned call to consumer. Consumer stated, he does not have the used product because he took it to the emergency room on december 17th and it was discarded by staff. Consumer is sending in unused product from the same lot. Consumer reported, during injection, needle broke off in his thigh. Stated, the "spring popped out" and needle stayed in his thigh. Stated, he went to ER and had xray done. Stated, needle showed up on xray but it was not removed. Stated, he was prescribed antibiotics and told to watch for infection. Stated, he was also told to follow up with primary physician. Stated, he was provided the name of a surgeon if he decides to have needle removed. Stated, he is experiencing some discomfort. Consumer expecting reimbursement for "out of pocket medical bills". Consumer did not have product information available. Will call back with that information. Sample: yes date of event: (B)(6) 2020. Went to emergency room: (B)(6) 2020.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle broke off in the patient's thigh. The following information was provided by the initial reporter: material no. 305271 batch no. 0148576 it was reported that during injection needle broke off in thigh. Verbatim: from phone call on 2021-01-11 15:07:19: consumer reported he mailed back samples. Stated, he did not receive all paperwork as of this date but he will send it in once he receives final bills. Stated, he's experiencing some discomfort where the needle broke but he cannot get in to see a surgeon due to covid. From phone call on 2020-12-30 16:46:16: returned call to consumer. Consumer stated, he does not have the used product because he took it to the emergency room on december 17th and it was discarded by staff. Consumer is sending in unused product from the same lot. Consumer reported, during injection, needle broke off in his thigh. Stated, the "spring popped out" and needle stayed in his thigh. Stated, he went to ER and had xray done. Stated, needle showed up on xray but it was not removed. Stated, he was prescribed antibiotics and told to watch for infection. Stated, he was also told to follow up with primary physician. Stated, he was provided the name of a surgeon if he decides to have needle removed. Stated, he is experiencing some discomfort. Consumer expecting reimbursement for "out of pocket medical bills". Consumer did not have product information available. Will call back with that information. Sample: yes date of event: (B)(6) 2020 went to emergency room: (B)(6) 2020.